Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with an unspecified mentor and experienced postoperative left-sided breast pain. The patient's left breast began to appear smaller than normal. The patient had not yet consulted a medical professional, so no diagnoses have been confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.